Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output and an adverse event that occurred on (B)(6) 2016. Patient stated that they fainted and were in and out of consciousness. Patient's sister called an ambulance and when the paramedics arrived they administered the patient glucose. Patient refused to go to the hospital and paramedics stayed with her until her blood glucose went from 44mg/dl to 100mg/dl. Patient was unsure of what her bg was prior to fainting or treatment. Patient states she did not recall the receiver alerting her to the low bg. Additionally, the patient tested the receiver's low alert and it functioned properly. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).